Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia.(B)(4)

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, and frequency.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date to treat stress urinary incontinence and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.